Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The first implanted clip is filed under a separate medwatch report.

Event description:
This is filed to report the interaction with the first implanted clip. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip (80123u168) was implanted without difficulty. A second clip delivery system (cds) (71211u144) was advanced to the mitral valve, but became caught in the chordae. Attempts were made to free the clip and m knob was applied to remove the cds from the chordae. The cds was freed, but then interacted with the previously implanted clip, causing the first implanted clip (80123u168) to detach from the posterior leaflet. The second cds was positioned at the mitral valve and deployed, stabilizing the detached clip and reducing mr to grade 1+. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device damaged by another (caused damage) appears to be a result of user technique/procedural circumstances. A definitive cause for the reported physical resistance with the anatomy could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.